Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 567 mg/dl with large ketones, extreme thirst, vomiting and a headache associated with an alleged loss of prime. Reportedly, the patient continued pump therapy and provided self-treatment in the form of insulin via pump and insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the loss of prime occurred 2 times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged loss of prime issue.